Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices (10195519) used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was able to be released after handling the colonoscope for more than 10 minutes. The same event happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Investigation results a visual examination of the returned complaint device found that the clip assembly and the spring were not returned with the device. The yoke was still attached to the control wire. It was noticed that the control wire was detached from the device and its proximal end was not attached to the crimp sleeve. Additionally, the braid wire does not presented kinks; however, there were evidence of kinks in the control wire. The spool was opened and the crimp sleeve was properly seated within the spool. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 09:26 am CT.the report number is being corrected from: 3005099803-2018-61988 to: 3005099803-2018-60916.

Event description:
Note: this report pertains to one of two devices (10195519) used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was able to be released after handling the colonoscope for more than 10 minutes. The same event happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.